Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon stated that he felt that the steeper preoperative iolmk's (biometry error) were the cause of the hyperopic result and does not feel the lens is defective or to blame. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could not be identified by the investigation. No sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).